Event description:
Vns programming software was reported to have randomly changed vns generator settings after the reporter had entered new therapy parameters. The product was returned to the MFR and is awaiting analysis.